Event description:
It was reported to philips that system stuck at 00:00; power cycling resolved issue on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service power cycled the system and returned it to use after testing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).